Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a patient experienced pneumothorax. A flexima drainage catheter was securely placed in the patient's right chest. It was later noted that the hub of the flexima catheter slipped off and the patient experienced pneumothorax. The physician suctioned the air from the patient and placed another flexima tube in the patient's chest. No further patient complications were reported and the patient status fine.